Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey performed, there were several complications reported when using the company's self gripping mesh. Of the reported complications, 5 patients experienced recurrence that was somewhat concerning and said to be associated with the mobilization / movement of the mesh. The other complications were said to be independent of / not related to the mesh.